Manufacturer narrative:
Failure analysis revealed that no constant tone noted. All operating currents are within specification. No frozen screen noted during testing. Off no power alarm did function properly and passed the self test. The time clock advanced properly during testing. However, the device was received with intermittent button response due to moisture damage keypad traces. The unit also was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had a frozen screen, constant tone and unresponsive buttons. It was stated that the time on the screen did not change. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.